Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and secured the power cord strain relief. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ¿background fault, ventilator inoperative¿ message. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.